Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that nine (9) years, ten (10) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic valve stenosis. A 23mm transcatheter valve was implanted and there was trivial regurgitation post-operatively with a much improved gradient. The patient was returned to the coronary intensive care unit in stable condition and was discharged two (2) days later.